Event description:
The facility reported a colleague infusion pump with a failure code of 812:02. The event was reported to have occurred upon power up in biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.the user interface module software version of this pump is 6.13.90.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed by service. This condition was caused by a defective pump head module. The phm was replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.